Event description:
Patient stated they had a bladder device from axonics company but the device didn't work and caused a lot of pain and they had it removed last year. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).